Event description:
It was reported that "patient (pt) has a dbs and it is not working. Patient said on friday they used the programmer and saw a message that said, call the doctor. Pt used their programmer during the call and reported seeing: eri (elective replacement interval) message. The patient was redirected to their healthcare provider to further address the issue. Pt said their newest stimulator is from (B)(6) 2022 and provided the serial number. Patient called back and said that that their neurostimulator needs to be replaced. Patient asked about turning therapy off as said that the stimulation going down their neck is "driving her crazy." When asked, patient said that they haven't turned therapy off before. Patient was redirected to contact managing physician to check if it is okay to to turn therapy off. Patient then talked about switching programs. Patient said will check with their managing physician's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and said that their neurostimulator needs to be replaced. Patient asked about turning therapy off as said that the stimulation going down their neck is "driving her crazy." When asked, patient said that they haven't turned therapy off before. Patient was redirected to contact managing physician to check if it is okay to turn therapy off. Patient then talked about switching programs. Patient said will check with their managing physician's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.